Event description:
It was reported the patient's right occipital lead had migrated. As such, the patient underwent surgical intervention where the lead was repositioned to address the issue. The investigation did not determine which occipital lead had migrated.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: dbs lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 8080439. A patient experiencing lead migration was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.